Manufacturer narrative:
Information regarding treatment practice, device information, and other treatment details were not provided. Multiple attempts to obtain additional information were made on 14-sep-2021, 21-sep-2021, and 28-sep-2021. These attempts were unsuccessful. Due to the lack of available information, evaluation of the device(s) used during treatment, device history record reviews, and service history record reviews could not be performed. A review of the current version of the ulthera patient complaint trend analysis for the condition of "burns" revealed that the trend is within allowable limits and will continue to be monitored. The patient investigation found that there are not enough details to confirm whether a merz/ulthera device malfunctioned. It is unconfirmed whether a merz/ulthera device caused or contributed to the event. However, the patient's condition is potentially permanent; therefore, this case was deemed reportable. A contributory role of the ulthera system could not be excluded with certainty. No additional information is available at this time. If additional information becomes available, a supplemental medwatch form will be submitted.

Event description:
On (B)(6) 2021, a patient reported to a merz affiliate via email a potential ulthera adverse event. The patient stated: "[she] had the procedure done on two occasions, first for lower face and second for neck, she described the experience as "so painful" and left her with blisters that now have turned into permanent scars with no difference on her appearance. She claimed that the experienced left her "so disappointed". Multiple attempts to obtain additional information were made on 14-sep-2021, 21-sep-2021, and 28-sep-2021. These attempts were unsuccessful. Information regarding severity or outcome of the alleged injury is unknown. No additional information is available at this time.

Event description:
On (B)(6) 2021, a patient reported to a merz australia affiliate via email a potential ulthera adverse event. The patient stated: "[she] had the procedure done on two occasions, first for lower face and second for neck, she described the experience as "so painful" and left her with blisters that now have turned into permanent scars with no difference on her appearance. She claimed that the experienced left her "so disappointed". These attempts were unsuccessful. Information regarding severity or outcome of the alleged injury is unknown. Follow-up information was received from the patient on 18-nov-2021. The name of the physician that performed the treatment was reported only as "dr. (B)(6)." The name of the practice was not provided. Two photographs of the patient were provided. The first photograph shows some light welting and two blisters on the right submandibular area, presumably shortly post-treatment. The second photograph shows the same area with some discoloration/potential scarring where the blisters were located an unknown amount of time later. The patient reported herself as a 44-year-old female, and as a result of ultherapy she allegedly has to use cover up on the affected area and also reported pain. No additional information is available at this time.

Manufacturer narrative:
Information regarding treatment practice, device information, and other treatment details were not provided. The patient provided additional information on 19-nov-2021 regarding her age, a symptom update, and the initials of her treating physician; however, consent to contact the treatment practice was not obtained. Due to the lack of available information, evaluation of the device(s) used during treatment, device history record reviews, and service history record reviews could not be performed. A review of the current version of the ulthera patient complaint trend analysis for the condition of "burns," "tenderness/soreness/pain/sensitivity to touch," and "welt" revealed all of these issues are within allowable limits and will continue to be monitored. The patient investigation found that there are not enough details to confirm whether a merz/ulthera device malfunctioned. It is unconfirmed whether a merz/ulthera device caused or contributed to the event. No precise information was provided regarding treatment or event onset dates, so local and temporal relationship can only be assumed. Application site burns/scarring, welting, and pain are expected based on the current australian instructions for use (IFU) for the ulthera system. The outcome of the event welts and blisters/burn were considered as recovered with sequelae. This case is a consumer case, and medical confirmation is pending along with additional event and case details. It remains unclear if the events occurred after first or only after the second treatment. Nonetheless, both treatments may have confounded or contributed to the events. As the patient's condition is potentially permanent, this case was deemed reportable. A contributory role of the ulthera system could not be excluded with certainty. No additional information is available at this time. If additional information becomes available, a supplemental medwatch form will be submitted.